Event description:
It was reported that the patient entered a hot tub with the pump, resulting in the pump becoming completely unresponsive. There was no adverse impact to the customer¿s blood glucose level. Technical support attempted a pump reset without success; therefore, a replacement pump was approved and provided.